Event description:
On (B)(6) 2012, a patient called our firm to report a corneal ulcer od. The patient was seen by an ophthalmologist on (B)(6) 2012, and reported the onset 4 days prior. Treatment records were received on (B)(4) 2012. Record as follows: (B)(6) 2012: initial visit. "Pt states she feels a fb sensation in od that started 4 days ago. Used water to flush but didn't help. Feels irritated, dry under the rul. Wears av advance and is wearing today. Has very high myopia. Changes 2 wks. Takes out at night. No problems os. Changed contacts 1-2 days ago." Ccva od: 20/20 -2. Denies alcohol and tobacco use. Diagram show 0.5 mm ulcer, 1.0 mm oval epi defect, 10% stromal involvement. Out of (B)(6). Rx: vigamox q1h x 24hr the q2h. "Vision threatened if enlarges." Ac d&q. On (B)(6) 2012: "pt is here for a recheck od ulcer. Pt states od os only a little better, but still uncomfortable." (B)(6) with glasses: 20/40 +2. Diagram: 1 mm epi defect. Bleph. Less intense infiltrate. Neg thinning. A/p ulcer no worse, some improvement. Rx: add lid scrubs. Recheck 1 wk. On (B)(6) 2012: "feels much better. Va 20/30. Diagram: scar. Neg infiltrates, neg epi defect. A/p healed ulcer. Vigamox tid x 4 days, d/c. Can resume new cl's after done with vigamox."

Manufacturer narrative:
Product has been requested for evaluation but has not been returned. It additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. Device not returned. No evaluation will be performed. No conclusions can be drawn.